Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that on 9-feb-2022, a patient underwent pipeline vantage implantation via radial access with a rist radial access sheath catheter to treat a left vertebral artery fusiform aneurysm. The aneurysm max diameter was 32mm and the neck was 10mm. There were no reported intra-operative issue or device malfunction. Complete aneurysm neck coverage was achieved at the end of the procedure. Post-operatively on (B)(6) 2022, the patient developed pulmonary embolism of a subsegmental branch intended for the middle lobe that was isolated, without pulmonary infarction opposite either acute or cor pulmonale. Diagnostic lab on (B)(6) 2022 showed the patient had developed bilateral pneumopathy, predominant on the left with gram-positive cocci in diplococci and chains. The events were no considered life threatening but did result in additional percutaneous treatment, physical therapy, and prolonged the patient's hospitalization. The events were considered to be unresolved at the time the report was received. Site assessment determined the events were not related to the pipeline or rist device. The event of pulmonary embolism was probably related to the procedure and pneumopathy was not related. Medtronic study sponsor assessment determined the events were not related to the study device but possibly related to the procedure and noted the pulmonary embolism could possible be related to the rist catheter or dual antiplatelet treatment (dapt) but the event of pneumopathy was not related to either device or dapt. Additional information was received indicating the event did result in medical intervention needed. The patient's hospital end date was (B)(6) 2022. The event was resolved on (B)(6) 2022. The maximum aneurysm diameter was updated to 12mm and the aneurysm neck size was updated to 4mm. There was significant stasis at the end of the procedure. The aneurysm occlusion status at the end of the procedure was raymond <(>&<)> roy class 3. In addition, the site reported a possible second flow diverter implanted at the index procedure on (B)(6) 2022, not due to a device deficiency but rather due to aneurysm morphology. Additional information received reported site had updated outcome to recovered/ resolved with ae end date: (B)(6) 2022 for the reported pulmonary embolism. Site has determined pneumopathy was not a reportable event and have deleted the event. Patient was treated with a percutaneous intervention and physical therapy for pulmonary embolism. Site has reported that at the index procedure on (B)(6) 2022, rist 079 radial access guide catheter (B)(6) was not successfully introduced, adjunct catheters were not successfully navigated through rist, did not provide adequate support and navigability for reason "failure of catheterism with rist, shifted to envoy mpc 6f". No device deficiency was submitted and site has been queried to do so, if there was a deficiency. Site has confirmed that a second flow diverter (silk vista) was implanted due to aneurysm morphology. Additional information received reported device twisting related to the rist catheter. The rist catheter was placed in the vertebral artery but did not provide enough support. The pipeline was successfully deployed when the switch was made to the envoy mpc 6f catheter. Additional information was received indicating the twisting issue was confirmed to be related to the rist catheter. The patient was hospitalized from (B)(6) 2022 to (B)(6) 2022, as the patient had a right motor deficit. There was concomitant/additional treatment given for the adverse event. The patient died on (B)(6) 2022. The event was possibly related to the study device and possibly related to the study procedure. The patient was undergoing surgery for treatment of a fusiform aneurysm with a max diameter of 12mm and a 4mm neck diameter. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion status was raymond and roy class 3 at the end of the procedure. Additional information received reported that the site updated their assessment of the right motor deficit and death was not related to the device or procedure. The sponsor assessed this as possibly related to the device, procedure, and disease under study. Additional information received reported that the patient was diagnosed with pneumonitis and onset of sepsis. It was also reported that the patient had left side hemiplegia. It was unclear if this was new or associated with pre-existing dystonia or other condition. Additional information received reported that the patient was discharged from the hospital (B)(6) 2022. Additional information received reported that the site has updated pi relatedness to not related to procedure or device, however, sponsor aligns w/cec assessment as possible to procedure, vantage, and not related to rist or dapt. Additional information was received reporting that the site assessed as possibly related to the device pipeline vantage.